Event description:
Caller reported an issue with incorrect pump time settings. Blood glucose levels remained within normal range and did not exceed 500 mg/dl (27.7 mmol/l) or drop below 54 mg/dl (3.0 mmol/l). Technical support assisted the caller in updating the pump time settings, though the caller was unaware of the cause of the incorrect time. Discrepancy in displayed and actual time greater than 5 minutes.